Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 350 mg/dl. Customer also got low blood glucose of 20 mg/dl but not hospitalized. Customer was explained that basal rate and time is important and if it is off can cause high and low blood glucose. Customer was advised to monitor pump and blood glucose.